Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam was flashing during tissue vaporization; the fiber was replaced at 1,114 joules of use. The procedure was completed using the second fiber. Patient outcome: "no injury to patient reported".

Manufacturer narrative:
Fiber analysis: the glass cap was found to be fractured proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap/fiber distal to fracture remains attached to the metal cap. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.